Event description:
It was reported that a cardiac perforation occurred during the implant procedure, causing a pericardial effusion with subsequent cardiac tamponade and cardiac arrest. The patient was resuscitated and a pericardial drain was placed. It is unknown if the perforation was caused by the right ventricular (rv) lead, left ventricular (lv) lead or delivery catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.